Event description:
It was reported that a percuflex plus ureteral stent was placed into the patient during a lithotripsy on ureter with flex procedure in the kidney. Post procedure, the patient felt that the stent was out of the urethra 4 hours after the stent was implanted. Another procedure was performed to remove the stent, and it was noticed that the stent was straight and was reformed. The stent was successfully removed and was replaced with another of the same device. There were no patient complications reported. A media and a photo of the complaint device was provided and showed that the stent did not coil and was kinked.

Manufacturer narrative:
Block h6: device code a010402 captures the reportable event of stent migration. Device code a0406 captures the reportable event of stent kinked inside the patient. Device code a04 captures the reportable event of coil memory inside the patient. Impact code f1901 captures the reportable event of additional surgery.